Event description:
It was reported that the impactor handle broke during the notch punch stage of scorpio nrg ps.

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.